Event description:
Customer states: after 1 hour use on a ventilated patient at hospital, a nurse confirmed the air leakage occurred. Customer confirmed that the no routine replacement was performed and the issue was resolved. Customer confirmed no harm to the pt. The customer could not confirm the source of the leak. She replaced it and then confirmed the problem was solved. Customer confirmed pre-testing was done.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.